Event description:
It was reported the scar ¿got all red and infected.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had their implantable neurostimulator (ins) removed due to the ins goingseptic. It was stated this occurred after a car accident. Reportedly, the patient¿s scars were not healing and she had oozing all down her spine. It was reported the patient had a lot of pain near the ins pocket site and her entire body was uncontrollably shaking. It was noted, the patient had the ins replaced and everything had been ok since. It was later reported the patient¿s ins was replaced in 2009 and they went in laparoscopically to take out the battery. It was also stated the patient had a really stiff neck in addition to the shaking and scars not healing.

Manufacturer narrative:
Product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID 37743, product type programmer, patient product ID 3708340 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID 3778-45 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID 3998 lot# j0455489v, implanted: 2005 (B)(6), product type lead. (B)(4).